Manufacturer narrative:
This is one of two device reports for this event; the associated manufacturer report numbers are 1225714-2014-00155 and 1225714-2014-00156. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional info received alleges that the pt expired on the same date as the event.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00155 and 1225714-2014-00156.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.